Event description:
In 2006 the lay user / pateint contactec lifescan alleging that the one touch sure step had segments missing. The patient first noticed that issue in december 2005 when he was overseas. The patient was unable to recall his meter reading but based on the meter reading, the patient took a rosigiltazone maleate pill . About 30-45 minutes after taking the pill, the patient did not feel well (shakes, sweats, blurred vision) so he went to a firehouse where they tested his blood sugar. The patient got a result in the 50's mg/dl on their meter and was given candy, which helped him feel better. This complaint is being reported because the patient became hypoglycemic after testing on her meter with segments missing issue. The patient took oral medications following the use of the meter. The patient later sought medical attention and received treatment by medical professionals. The meter, test strips, and control solution were replaced.